Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). Routine testing confirmed that this device was installed by the customer in (B)(6) 2010 and performed to specification up to (B)(6) 2011. Multiple manual power ups of mainly ten minutes duration were observed in the device memory on (B)(6) 2011 and then between the (B)(6) 2015. The pad-pak was removed, the pad-pak was reinstalled on (B)(6) 2016, passing a self-test. The pad-pak was removed. No further log entries were recorded prior to receipt at heartsine. It is reasonable to conclude that devices returned for the reported fault may be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.